Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown shell component. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that there was a right total hip arthroplasty revision due to acetabular component loosening.